Event description:
On 09/13/2006, the lay pt contacted lifescan (lfs) another country alleging that his one touch ultra 2 meter reading inaccurately erratic. The medical affairs specialist (mas) sent follow-up questions to lfs another country and received answers on september 15, 18, and 19, 2006. The pt takes novo rapid insulin 14 units in the am, 14 units at lunchtime, 14 units mid-afternoon, and 24 units of levamir insulin at night. He obtained a result of 26.4 mmol/l on the rpeorted meter in the morning six days earlier while feeling tired, thirsty, and "his legs felt like jelly". The pt told the lfs customer service rep (csr) that he has "suffered from results this high before." The same day, the pt took his usual14 units of novo rapid insulin in the am, at lunchtime, and at mid-afternoon. At approx 7:20 pm, the pt felt dizzy, very weak in the stomach, and had blurred vision. At 7:20 pm, he tested with the reported meter and obtained a result of 2.7 mmol/l on the reported meter; however, he interpreted the reading to be 27 mmol/l. He retested with the reported meter and obtained a result of 2.6 mmol/l at 7:24 pm and appears to have interpreted that result as 26 mmol/l. He felt that his symptoms could be either hypo or hyperglycemia. He took an extra dose of 18 units of novo rapid insulin and ate dinner of roast beef, potatoes, peas, carrots, and gravy. Between 7:30 and 7:45 pm, the pt passed out in his chair. The pt was tested with the reported meter; the result was 1.9 mmol/l. The pt was also tested with another meter, a one touch ultra meter; the result was also 1.9 mmol/l. The pt's mother gave the pt a "glucose injection" and oral glucogel. The pt's condition improved after he received this treatment. A result of 4.8 mmol/l was obtained on the reported meter at 8:58 pm after the pt ate biscuits and toast and before he took pm long-acting insulin. The paramedics were not called and the pt was not taken to the hosp. The csr verified that the one touch ultra 2 meter readings in the meter memory were 2.7 and 2.6 mmol/l while the pt experienced symptoms. The meter was replaced. The complaint is reported because the pt misinterpreted the lfs meter readings to be elevated reading and treated himself with additional insulin. The pt lost consciousness and hypoglycemic readings were obtained on the reported meter and another meter. The pt was treated with an injection and oral glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.